Event description:
(B)(6). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The 90% stenosed target lesion being treated was located in the mid left anterior descending (lad). The lesion was predilated with a 2.5mm non-bsc balloon at 12 atms. The lesion was treated with the placement of a 3.0x38mm taxus liberte long stent. Post dilation was performed with a 3.5mm balloon at 22 atms. Residual stenosis was 0%. The patient was discharged on 10mg of prasugrel. In (B)(6) 2012, the patient presented with chest and abdomen fullness with no relief with aspirin or nitroglycerin. The lesion was diagnosed via electrocardiogram, troponins, left heart catheterization and transesophageal echocardiogram. The left catheterization was performed and the stents were patent without any obstructive coronary artery disease (cad) noted. The treatment of the myocardial infarction was performed with the patient being anticoagulated with full dose of lovenox and was transferred from the presenting to another hospital. Left heart catheterization was performed. The patient was monitored and discharged after the troponins level began trending down. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).